Event description:
It was reported that after a monarc was implanted, the patient underwent removal as well as cystoscopy and posterior repair. It was stated that the device malfunctioned. Additional information was requested, if received a follow up report will be sent.

Event description:
Additional information indicated that the patient experienced vaginal mesh erosion as well as stress urinary incontinence. The patient was stated to be doing "fine" after the removal procedure. If additional information is received a follow up report will be sent.